Event description:
It was reported that during a ptca/stent procedure, the stent became somewhat dislodged; however, the stent was deployed at the desired location with the same stent delivery system (sds). No pt effects were reported. No additional info was available.